Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the side extrusion and the fascia molding was damaged. The device was repaired, tested and found to be fully functional. The physical damage to the chassis and the device is most likely due to user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in belgium that during service evaluation, it was determined that the vapr vue generator device failed the electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.